Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an altitude alarm was received. The customer's blood glucose level was not impacted. During a follow-up, the customer stated insulin deliveries were resumed.